Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-09597 addresses the first resolution clip device, while manufacturer report # 3005099803-2013-09598 addresses the second resolution clip device. It was reported to boston scientific corporation on (B)(4) 2013 that two resolution clip devices were used for hemostasis during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was deployed onto the bleed site; however, the clip could not be released from the catheter. The clip was inadvertently pulled off of the tissue and removed from within the patient. No damage was noted to the tissue. The second clip was difficult to release from the catheter but remained on the tissue. The procedure was completed with the second resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as okay.

Manufacturer narrative:
The exact age of the patient is unknown; however, it was reported the patient is over 18 years old. (B)(4) for the reported event of clip difficult to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).